Manufacturer narrative:
(B)(4): the customer reported that there was no red flag in the chalkboard as expected and the nurse was not aware of a medication that had been ordered for a pt. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no red flag in the chalkboard as expected and the nurse was not aware of a medication that had been ordered for a pt. No pt harm was reported.